Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone e1; (B)(6). Reporting institution phone e2: (B)(6).

Event description:
It was reported the unit no longer rings anymore. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The rse confirmed with the customer there was sound coming from the speaker and they did not recall speaker inoperative message present. The rse setup the unit to be further evaluated by a philips bench repair technician (brt). The philips (brt) discovered the speaker plug was not inserted into the base plate socket due to missing screws. Once repaired the device returned to specification. No further investigation or action is warranted at this time.